Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; silicone infiltrated left sided axillary nodes also noted.

Event description:
Patient reported "feeling very nervous and anxious about how the new implants are going to be." Subsequently, patient reported that ultrasound identified, "low density fibro-glandular pattern. In the central aspect of the left breast there is a well-defined rounded opacity measuring 16 mm which may represent a cyst or a small fibroadenoma. Unremarkable nipples and skin. Partially visible right axillary lymph node. Right m1. Left m¿ and ¿multiple right-sided axillary and subpectoral silicone infiltrated lymph nodes seen. A couple of silicone infiltrated left sided axillary nodes also noted." The reported "cyst" has been deemed not related to the device." The device remains implanted. This record represents the left side.

Event description:
Patient reported "feeling very nervous and anxious about how the new implants are going to be." Subsequently, patient reported that ultrasound identified, "low density fibro-glandular pattern. In the central aspect of the left breast there is a well-defined rounded opacity measuring 16 mm which may represent a cyst or a small fibroadenoma. Unremarkable nipples and skin. Partially visible right axillary lymph node. Right m1. Left m¿ and ¿multiple right-sided axillary and subpectoral silicone infiltrated lymph nodes seen. A couple of silicone infiltrated left sided axillary nodes also noted." The reported "cyst" has been deemed not related to the device." The device remains implanted. This record represents the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr : unable to observe since it is a medical event and is not related to the device. Rupture: observed, opening on the posterior side assessed as unidentified (tear) opening and one opening on the anterior side assessed as surgical damage. (Shell thickness within specification) additional observations: brown particle observed on the surface of the shell. Wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported "feeling very nervous and anxious about how the new implants are going to be." Subsequently, patient reported that ultrasound identified, "low density fibro-glandular pattern. In the central aspect of the left breast there is a well-defined rounded opacity measuring 16 mm which may represent a cyst or a small fibroadenoma. Unremarkable nipples and skin. Partially visible right axillary lymph node. Right m1. Left m¿ and ¿multiple right-sided axillary and subpectoral silicone infiltrated lymph nodes seen. A couple of silicone infiltrated left sided axillary nodes also noted." The reported "cyst" has been deemed not related to the device." The device remains implanted. This record represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "feeling very nervous and anxious about how the new implants are going to be." Subsequently, patient reported that ultrasound identified, "low density fibro-glandular pattern. In the central aspect of the left breast there is a well-defined rounded opacity measuring 16 mm which may represent a cyst or a small fibroadenoma. Unremarkable nipples and skin. A couple of silicone infiltrated left sided axillary nodes also noted" device has been explanted. This record represents the left side.